Event description:
18 minutes after hemodialysis treatment initiated, pt gasped, saline opened which pct checked for hypotension. Placed in trendelenberg. Machine alarmed and blood pump stopped. Saline squirting out of blood line under blood pump cover. Line clamped above leak and saline administered via arterial needle - micro bubbles noted in arterial line below blood pump and in venous line. Pt placed on left side secondary to possible air embilism. Pt respiratory arrested. Pulse not palpable. CPR begun. 911 responded in 3 minutes. Idioventricular rhythm at 36 bpm. Hr increased to 64bpm pt intubated. Bp 142/80. Transferred by emt to hosp. Pt awake/responsive on transfer. Inspection of arterial blood line post event revealed 1/4-3/8" split near beginning of blood pump segment. Saline pooled in blood pump housing. No blood noted in/on/or around dialysis machine. Ips dialysis machine pulled and checked by technical department. Occlusion, pump speed, air/foam defector all functioning properly. Chest x-ray at hosp negative for air embolis in heart. Pt alert and stable 5/8/96.